Event description:
Pt was transferred to stretcher wiith portable oxygen tank on shelf at bottom of stretcher. Nurse turned tank on, stood up, and fire developed around the top of the tank. Fire moved up stretcher to linens and pt's gown. Pt suffered 2nd degree burn to thigh.